Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during preparation, the balloon was pre-inflated and it was noticed that the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.